Event description:
It was reported to boston scientific corporation, that a trilogy balloon was used during a ureteral dilatation procedure. After insertion of the balloon, it was found the balloon was ruptured. The procedure was completed with another trilogy dilatation balloon. There were no patient complications and the patient condition was reported as "fine".

Manufacturer narrative:
Visual analysis of the returned device revealed a dent in the shaft distal to the strain relief along with a blockage in the balloon fingers. The investigation did not confirm the reported event, the balloon did not burst. There were no leaks found in the balloon; however, it was noted that deflation was slow.